Event description:
The consumer reported that the patient had a tooth type of 4, primary stability was achieved, consumer also reported that osseointegration was not achieved and that the time of loss in time of relation to restoration was before prosthetic restoration. There we're also mobility & an infection.

Manufacturer narrative:
The consumer reported that the patient had a tooth type of 4, primary stability was achieved, consumer also reported that osseointegration was not achieved and that the time of loss in time of relation to restoration was before prosthetic restoration. There we're also mobility & an infection.